Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the fixation tab intact when the suture was placed in the patient? Yes. Lot number? Rkmdze. Procedure date? (B)(6) 2022. Are any samples available of evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) - triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the fixation tab broke off. There were no fragments. The procedure was completed successfully. There were no patient consequences reported. Additional information was requested.